Event description:
During the procedure, the orbit rdfl complex fill coil ((B)(4)) stretched during inserting it into the target aneurysm. After the event, the entire coil and delivery systems was removed from the patient without any issues. An adequate continuous flush was maintained through the sl-10 (mc) microcatheter at all times, and the same mc was utilized to complete the procedure because there were no kinks in the mc that may have contributed to the event. No damages were noticed after the mc was re-shaped. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc).

Manufacturer narrative:
During the procedure, the enterprise stent (enf452812/10085961) deployed in the y-connector accidentally, and after the event, another enterprise system was used to complete the procedure. Additionally, the orbit rdfl complex fill coil (638cf1030/15267767) stretched during inserting it into the target aneurysm. After the event, the entire coil and delivery systems was removed from the patient without any issues. There are no further procedural details regarding the insertion of the coil. It is not known if there was resistance, additional force utilized or whether the microcatheter (mc) was repositioned over the coil. An adequate continuous flush was maintained through the sl-10 mc at all times, and the same mc was utilized to complete the procedure because there were no kinks in the mc that may have contributed to the event. No damages were noticed after the mc was re-shaped. Other than the reported event, no other damages were noticed with any other section of the device coil (it was not detached, separated, fractured, etc), delivery system/introducer (kink, bent, fracture, separated, etc). There were no damages noticed on any section of the enterprise delivery system that may have contributed to the event, and after the event, the device was not damaged (distal tip was not unraveled, stretched, kink, bend, fracture, etc and there was no stent strut uplift or deformed, etc). There were no damages to the microcatheter. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched/tangled and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched/tangled condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed; the cause of the kinks found on the device and the embolic coil condition (stretched/tangled) could not be conclusively determined. Neither the analysis nor the DHR suggest a relationship of the reported event and condition of the returned device to the manufacturing process. Additionally inspections are in place to prevent this kind of failures from leaving the facility. Based on the lack of information, no conclusion can be made regarding procedural factors that may have contributed to the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15267767 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After the event, another enterprise system was used to complete the procedure. Additional information will be submitted within 30 days of receipt.